Manufacturer narrative:
An event of patient death due to perivalvular leakage, renal embolism, and renal failure was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, the patient was implanted with heart valve due to subacute infective endocarditis, aortic insufficiency, mitral insufficiency (moderate). On (B)(6) 2017, during clinical follow-up it was found that the patient had passed away due to perivalvular leakage, renal embolism and renal failure.